Event description:
Reportedly, the defibrillation system was implanted on (B)(6)2017 and the patient was discharged home on(B)(6)2017 . However, the patient was hospitalized on 6 october 2017 due to a major pocket hematoma with pain, which was treated with an adrenalin pocket injection and terminated on (B)(6)2017 . No adverse event was recorded in the (B)(4) to (B)(4) month, (B)(4) month, (B)(4) month, (B)(4) month and (B)(4) month follow ups performed on(B)(6)2017 , (B)(6)2018 , (B)(6)2018 , (B)(6)2019 and(B)(6)2019 , respectively. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2017 and the patient was discharged home on (B)(6) 2017. However, the patient was hospitalized on (B)(6) 2017 due to a major pocket hematoma with pain, which was treated with an adrenalin pocket injection and terminated on (B)(6) 2017. No adverse event was recorded in the 1 to 3 month, 6 month, 12 month, 18 month and 24 month follow ups performed on (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019 and (B)(6) 2019, respectively. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures.